Manufacturer narrative:
D4: model # 15100 qty 2 lot#: 8405401; model # 15100 qty 1 lot#: sm124533 ; model# 15100 qty 1 lot# 8550701 ; model# 15400-15 qty 1 lot# 8536402s5 . H6: medical device code: 3026; medical device component code: 568; type of investigation: 10 ; investigation findings: 3207 ; investigation conclusions: 61. H10: a review of the device history record did not identify any manufacturing or processing related irregularities. A visual inspection of the explanted implants was performed by a development engineer. Rod: the portion of the returned rod did not contain the part number or lot number. There are set screw/connector marks on proximal end (close to hex). There is no additional set screw mark proximal to connector mark, indicating there was not an iliac screw present on this rod. Also, in overlapping rod on 1:1 scale, the explant rod visually matches the offset rod in immediate post-op image. Connector: pn 15400-15 shows converging markings set screws: 1500 qty 4. The 2 starbursts are likely the iliac set screw explants. The 2 set screws with potential hourglass are likely the 2 set screw explants from the connector. The starburst pattern on set screws is an indication of motion which confirms the set screw backout. This is occurs when a rod is not normalized (perpendicular) to the locking elements. The root cause is the result of non-normalized (converging) lockdown of the revision connectors resulting in set screw back out.

Manufacturer narrative:
The returned implant is currently under investigation. A follow up report with results of the investigation will be submitted upon completion.

Event description:
A patient under went a spinal fusion at t10-pelvis. Postoperatively, a set screw on the right side iliac bolt had backed out. On (B)(6) 2021, a revision surgery was performed to remove and replace the set screw as well as reset the rod.